Event description:
The complaint is reported as: the device would not pass the leak test. The reported issue was detected prior to pt use.

Manufacturer narrative:
The device history record of lot number 02k1202475 has been reviewed and there were no issues or discrepancies found which could potentially relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.